Manufacturer narrative:
Failure analysis lab received a vela main pcba. The vela main pcba was installed in known good unit. The vela main pcba was powered in service mode and viewed event error log, found several events for xdcr pt800 (0, 0, 4044) recorded in log. The first xdcr fault appears on (B)(6) and the next occurrence does not appear until (B)(6), at which time vent inop fault appears as well. Performed xdcr calibration, pt800 failed 0 psi calibration @ 4044 should be min 663 max 969 prev. 845. The vela main pcba was powered in operating mode with received settings, unit immediately failed with xdcr faults, as well as inop fault. The reported problem was duplicated. The vela main pcba was scrapped. This reported event considered a known issue addressed with an internal action.

Manufacturer narrative:
(B)(4). Carefusion will evaluate the alleged failed product if it is returned to the manufacturer.

Event description:
The customer reported that while in patient use the ventilator went inoperative, no ventilation. They took the vent off the patient and the patient was put on a different vent. No patient harm.